Manufacturer narrative:
The device was returned for evaluation. During the evaluation it was found that the cardiac index (ci) value was out of range. The value observed was 2.6 l/min/m2, while the expected value was 1.3 l/min/m2. There were no error messages displayed. The problem was solved by performing calibration and functional testing. Afterwards the system passed all the tests. The source of the failure is identified as databox out of range. A device history record review was completed and documented that the device met all specifications upon distribution. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. In this event the ev1000a system was found to have a cardiac index out of range when being tested which could lead to inaccurate values if the device was used on a patient. In this case there was no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during preventive maintenance of this ev1000 platform, it was found that the cardiac index (ci) value was out of range. The value provided was 2.7 l/min/m2 while the expected value was 1.3 l/min/m2. There were error messages displayed, but no further information was available regarding them. The connection between databox and monitor was lost for a few seconds, but the values were inaccurate when displayed. There was no patient involved. The device was returned for evaluation. During the evaluation it was found that the cardiac index (ci) value was out of range. There were no error messages displayed.